Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed due to defective printed circuit board. The device evaluation found: the voltage of the power unit was insufficient and the battery on printed circuit board had ran out . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is presumed that the phenomenon no image occurred due to printed circuit board failure. Cause of printed circuit board failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no image on the evis lucera video system center. The issue was found during maintenance. There was no patient involvement in this event.